Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx curved system was used during an unknown procedure. According to the complainant, during the procedure, the association loop was "broken". The complainant was unable to report if the association loop split in half or if any portion of it detached from the device. Several attempts at follow up have been unsuccessful.